Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 cgm signal to the ilet, after which the cgm reading became available upon recheck following confirmation that the sensor was connected. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer education and basic troubleshooting to verify sensor connection and observe return of cgm data. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with normal function restored, and no device component replacement was required. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connection issue that resolved with routine troubleshooting.